Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 07-mar-2019. The most recent information was received on 19-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("device removal") in a 49-year-old female patient who had essure (batch no. B72579) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced inflammation ("inflammatory symptoms"), upper respiratory tract infection ("ent symptoms"), muscle disorder ("muscle symptoms"), arthropathy ("joint symptoms"), fatigue ("fatigue") and anxiety ("anxiety"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, inflammation, upper respiratory tract infection, muscle disorder, arthropathy, fatigue and anxiety outcome was unknown. The reporter provided no causality assessment for anxiety, arthropathy, fatigue, inflammation, medical device removal, muscle disorder and upper respiratory tract infection with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 19-mar-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) and (B)(4) on 07-mar-2019. The most recent information was received on 27-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("device removal") in a 49 year-old female patient who had essure inserted (lot no. B72579). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 1731 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On unknown date she experienced inflammation ("inflammatory symptoms"), upper respiratory tract infection ("ent symptoms"), muscle disorder ("muscle symptoms"), arthropathy ("joint symptoms"), fatigue ("fatigue") and anxiety ("anxiety"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to inflammation, upper respiratory tract infection, muscle disorder, fatigue, anxiety, medical device removal or arthropathy. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 27-mar-2024: health authority reference number added. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 07-mar-2019. The most recent information was received on 10-apr-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("device removal") in a 49 year-old female patient who had essure inserted (lot no. B72579). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 1731 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On unknown date she experienced inflammation ("inflammatory symptoms"), upper respiratory tract infection ("ent symptoms"), muscle disorder ("muscle symptoms"), arthropathy ("joint symptoms"), fatigue ("fatigue") and anxiety ("anxiety"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to inflammation, upper respiratory tract infection, muscle disorder, fatigue, anxiety, medical device removal or arthropathy. Batch no b72579 production date 2013-09-25 expiration date 2016-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-apr-2024: quality safety evaluation of product technical complaint. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("device removal") in a (B)(6) year-old female patient who had essure (batch no. B72579) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced inflammation ("inflammatory symptoms"), upper respiratory tract infection ("ent symptoms"), muscle disorder ("muscle symptoms"), arthropathy ("joint symptoms"), fatigue ("fatigue") and anxiety ("anxiety"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, inflammation, upper respiratory tract infection, muscle disorder, arthropathy, fatigue and anxiety outcome was unknown. The reporter provided no causality assessment for anxiety, arthropathy, fatigue, inflammation, medical device removal, muscle disorder and upper respiratory tract infection with essure. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.